Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately erratic readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, the pt obtained the blood glucose readings of 130 mg/dl and 148 mg/dl on the reported meter. Afterwards, the pt experienced the symptom of 'feeling jittery.' The pt did not take any actions or seek medical attention or treatment. The meter and test strips were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter. Therefore, this complaint is being reported.